Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that there was a burning sensation and a tingling sensation. The event or symptoms occurred 1.5 weeks prior. The burning pain "comes and goes". It was recently in the buttocks area and was starting to burn down the legs. The patient was trying to adjust it, and when lying down in bed at night, from the neck to the belly button it felt like it was moving, got up, and it went away. The healthcare provider (hcp) asked to have a manufacturer representative meet at the office to adjust. It was not always happening, it comes and goes. The patient could be sitting and the buttocks burned like crazy. They were trying to figure out proper settings. The spinal column where the tailbone was would start radiating down both legs. The hands and arms were okay. It was most of the neck, middle of the spine, and the buttocks area. The patient wanted a reprogramming session as they were having issues with current settings. The patient was hoping to schedule something soon as they were going out of town (B)(6). It was later reported that the patient received assistance from their manufacturer representative and their concerns were resolved. Additional information received on (B)(6) 2015 reported that the patient's stimulation from their implantable neurostimulator (ins) went "haywire" and was too strong on their right side which occurred twice since (B)(6) 2015. The indications of use of the device were noted as failed back surgery syndrome and spinal pain. If additional information is received, a follow-up report will be sent.